Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6)2022. On (B)(6) 2022, the patient was dizzy and had stomach pain. The cgm value was low and the bg finger stick value was 512 mg/dl. The patient's parent drove the pediatric to the hospital where he was treated with an unspecified IV medication. He was released 24 hours later with a bg fingerstick value of 140 mg/dl. At the time of the report, the patient was doing well. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.